Event description:
It was reported that the pump screen was broken and unresponsive, displaying a black screen. The blood glucose level information was unavailable, so there was no reported impact to the customer's blood glucose level. The device was planned to be returned, and a replacement pump with a new serial number was expected to be provided.